Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400+ mg/dl. The customer stated that she has been in the 300 mg/dl range. The customer stated that she was on prednisone and her sugars shot up high. The customer stated that she had a reaction to the set. The product was not returned for analysis.